Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device. However, the customer reported to have replaced the keyboard assembly. The ventilator passed all the required testing. The ventilator was returned to service.

Manufacturer narrative:
(B)(4). Customer initial medwatch report # 8020893-2015-01029.

Event description:
It was reported through a voluntary medwatch, that when powering on a ventilator, it generated an audio temperature alarm and shut down. The staff were unable to restart the device and the screen read "waiting to connect to patient". It is unknown if the patient was transferred to another ventilator. However, no patient harm was reported. Additional information has been requested.